Event description:
Customer reports 5 incidents of blood leaks between 10/00 and 10/00. Incidents occurred on reuse numbers 8-11 with one unknown # during pt treatment. Noted by blood leak alarm and visible blood in the dialysate. Estimated blood loss was 250cc's per incident. Treatment was able to be continued with new dialyzers and new bloodlines without incident. No pt injury or medical intervention reported.

Event description:
Customer reports that they had 8 incidents of blood leaks during the month of 10/2000. No pt injury or medical intervention reported. No further information available.